Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of myopotentials. The system was left in the same sensing vector. The patient recently received an additional inappropriate shock due to the same reason. Technical services recommended changing from secondary sensing vector to primary sensing vector. No adverse events were reported.